Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery (fess) procedure, when the 0° trudi nav suction device (tdns000z / s/n: unknown / lot#: unknown) was plugged in, it was recognized as connected by the system and the number of uses (1) was displayed. Then it was noted that when it was brought into the field, there was no visualization and no navigation capability. To troubleshoot, the suction tool was replaced and the issue was resolved; the procedure was completed. There was no patient adverse event associated with the reported issue. On 18-jan-2022, additional information was received. The information indicated that the sterilization method used on the device is the steris on normal pre-vac cycle. When the reported issue was observed, the icon was green and it shows the number of uses as 1. No error messages were on the monitor. Based on the additional information indicating that the icon was green when the reported issue was observed, the event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The device lot number is not available / not reported. The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The name and email address of the initial reporter are not available / reported. The product was received by cerenovus product analysis lab on 01-feb-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The device manufacture date is not known as the device lot number is not available / not reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The device lot number is not available / not reported. The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The name and email address of the initial reporter are not available / reported. The product was received by cerenovus product analysis lab on 01-feb-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The device manufacture date is not known as the device lot number is not available / not reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery (fess) procedure, when the 0° trudi nav suction device (tdns000z / s/n: unknown / lot#: unknown) was plugged in, it was recognized as connected by the system and the number of uses (1) was displayed. Then it was noted that when it was brought into the field, there was no visualization and no navigation capability. To troubleshoot, the suction tool was replaced and the issue was resolved; the procedure was completed. There was no patient adverse event associated with the reported issue. On 18-jan-2022, additional information was received. The information indicated that the sterilization method used on the device is the steris on normal pre-vac cycle. When the reported issue was observed, the icon was green and it shows the number of uses as 1. No error messages were on the monitor. Based on the additional information indicating that the icon was green when the reported issue was observed, the event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that a re-review of the event description and the additional information received on 18-jan-2022 was performed on 01-mar-2022. Based on the re-review, it has been determined that the reported issue is not related to a loss of signal since the device could not be used; the issue is related to no recognition of the device. The reportability of the file was also reassessed. Based on the review, the file no longer meets the medical device reporting criteria as malfunction. No further reports will be forthcoming.